Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high, out-of-range impedance measurements that were observed during the implant procedure.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead exhibited pacing impedance measurements of greater than 4,000 ohms on the pacing system analyzer (psa). The lead was repositioned several times, and after two hours of trying to obtain acceptable impedance measurements, this lead was removed and no ra lead was implanted. A single chamber device was successfully implanted and the procedure was completed. No adverse patient effects were reported.